Event description:
Customer reports she was taking steroids for bronchitis, went to dr because of higher blood glucose readings. The dr's meter gave a result of 142 mg/dl, 15 mins later, 146 mg/dl. Ten mins later, the customer's advantage system read 306 mg/dl. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent. Strips used in the incident have all been used.